Event description:
It was reported to co that the operator trapped her finger between the tube and horizontal arm during a procedure. Apparently this resulted in a fractured finger. The device was inspected and placed back in service.